Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter: model: 8709sc, serial# (B)(4), implanted: unk, explanted: unk; catheter: model: 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
It was initially reported that the healthcare provider (hcp) felt that the catheter was "not working" and planned to revise it. It was later reported that patient never had therapeutic effect; patient experienced pain/numbness relief in the left long and not the right leg buttock and low back. The catheter was revised surgically as the symptoms were thought to be associated with catheter location. The spinal segment of the catheter was observed to be on left side of canal; a new intrathecal catheter was placed and spliced to the existing catheter. Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
(B)(4).